Manufacturer narrative:
Correction: adverse event or product problem: adverse event to product problem. Type of reportable event: serious injury to malfunction. (B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
Patient [pt] allegedly received an implant on 18sep2006 via the femoral vein due to deep vain thrombosis due to trauma. [Pt] is alleging device unable to retrieve, post implant lifetime anticoagulation (blood thinners) for the rest of my life and device embedded (legs). The patient is alleging experiencing post-traumatic stress disorder (ptsd) at time of military discharge.

Manufacturer narrative:
Additional information: investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, difficult to retrieve, legs embedded, needs anticoagulation meds '. Cook will reopen its investigation if further information is received. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported needs anticoagulation meds is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Investigation- it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip filter implanted". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Product is manufactured and inspected according to manufacturing instructions and quality control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged the patient had an ivc filter implanted on (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.